Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead helix was extended and the lead was placed in the ventricle; however, the measurements were not acceptable. When the physician attempted to remove the lead, the helix would not retract. After multiple attempts, the helix partially retracted, but the physician had difficulty manipulating the lead. The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies. The analyst commented that the distal low voltage electrode of the lead was covered in blood and the helix of the lead was extrinsically bent (likely related to handling during implant). No lead issue/problem is suspected.